Event description:
An endurant stent graft system was implanted for the endovascular treatment of a fusiform 70 mm in diameter and 132 mm in length abdominal aortic aneurysm. The proximal neck was 21 mm in diameter and 13 mm in length. The left common iliac artery was 20 mm in diameter and the right common iliac artery was 16 mm in diameter. The right external iliac artery measured 8 mm in diameter and the left external iliac artery measured 8 mm in diameter. The right internal iliac artery measured 14 mm in diameter and the left internal iliac artery measured 14 mm in diameter. It was reported that both common iliac arteries were short and bifurcation of internal iliac artery had tortuosity. When cia landing was carried out, it was attempted to implant on the utmost limit of bifurcation of iia. However, it was implanted on slightly proximal side because it had severe tortuosity and it was unknown the exact bifurcation position. Final dsa was carried out and major leak was confirmed from distal of left limb. A 20x20x82 was added, the type ib endoleak was resolved. Dsa was again carried out and confirmed another endoleak, and angiography from right distal side was carried out and a minor type ib endoleak was confirmed. Touch-up was carried out and the procedure was completed without angiography. There is no plan for future intervention at this time. The physician commented that it was severe condition for evar. But it was acceptable result because major type ib endoleak from left side was able to be resolved. As for minor type ib endoleak from right side would be resolved soon.

Manufacturer narrative:
(B)(4).